Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor however, the motor passed motor test. Unable to perform the occlusion and excessive no delivery test due to motor error alarm and pump unable to prime. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer's parent reported via telephone call that the customer was hospitalized with a blood glucose reading of 810 mg/dl. The insulin pump had alarmed for a motor error. The customer was treated in the hospital with an IV drip and insulin. The insulin pump had not been exposed to a strong magnetic field. The insulin pump was able to be rewound. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.